Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous de novo left circumflex. The 2.75x15mm multi-link 8 stent delivery system (sds) failed to cross due to the anatomy. After removal of the sds it was found that the stent had dislodged from the balloon but remained on the delivery catheter. The sds was replaced with a 2.5x15mm non-abbott nc balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.